Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering approximately a quarter of the membrane. The extender tubing was cut near the female connection end. Two kinks were found on the catheter tubing approximately 36.8cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, a "fiber optic sensor failure alarm" occurred. Customer transduced central lumen via other alternative transducer to monitor the pressure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, a "fiber optic sensor failure alarm" occurred. Customer transduced central lumen via other alternative transducer to monitor the pressure. There was no reported injury to the patient.